Event description:
It was reported that the device was implanted past the use by date. There were no adverse events reported.

Manufacturer narrative:
Lead model 39565-65, serial: (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer 37744, serial (B)(4). Recharger model 37754, serial: (B)(4). (B)(4).